Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was driveline breakdown, and that the system controller had a broken white lead bend relief and dimmed green arrow/wrench lights on the controller. Troubleshooting was attempted on (B)(6) 2025, and the clinic reported replacing a product, although it is unclear which product was replaced. A warranty replacement was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken white lead bend relief and dimmed green arrow and yellow wrench lights on the controller was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Reported information stated that the clinic replaced product and no items will be returning. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook, section 6 ¿ "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, states to perform a daily system controller self-test to check the audible visual alarm indicators on the user interface. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.